Event description:
It is reported that the device was implanted in 2005 and revised in 2009, due to the tibial component loosening and subsiding. The pt became symptomatic in 2008.

Manufacturer narrative:
Evaluation summary: the tibial component, femoral component, and articular surface were returned. The returned x-rays provided show some medial loosening of the tibial component and tibial subsidence. The returned devices were physically analyzed and found to be dimensionally conforming where measurable. The articulating surface was autoclaved prior to receipt at zimmer warsaw, so accurate measurements could not be taken. The articulating portion of the articular surface shows wear and pitting. There is a deep gouge on the distal portion of the tibial, which is most likely resulting from being removed with an osteotome or another removal instrument. The femoral component demonstrates good bone fixation by the amount of bone ingrowth still cemented to the proximal portion of the implant. Some scratches are on the anterior-proximal and posterior-lateral surfaces. These scratches could be caused by removing the well-fixed femoral implant. The tibial tray exhibits some burnishing on the distal portion, however, it does not appear to have been well-fixed due to the lack of bone cement and bone ingrowth to the implant. Based on the info provided on the product experience report, and the x-ray copies, a definitive cause cannot be determined for the tibial component loosening. Device history records indicate all components were manufactured and inspected to specification.